Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used in the cecum for an arteriovenous malformation (avm). The clip was attached to the tissue site, but would not release from the deployment device. The clip could not be reopened. The clip was pulled clip off of the targeted site, causing additional bleeding. An epinephrine injection to the site and additional clips were placed due to the clip being pulled off. A section of the device did not remain inside the patient's body. The patient required an epinephrine injection to the site and additional clips were placed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found that the drive wire was not visible in the catheter component indicating the hook has broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was located within the clip housing. Therefore all the pieces of the device are accounted for. The drive wire is securely attached to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.